Event description:
Additional information indicates it was discovered this lead was not previously explanted. The physician connected the new ipg to this lead and effective therapy was restored. There were no allegations made against this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated.

Event description:
Related manufacturer reference# 1627487-2020-30916. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system. The exact date is unknown.